Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt of the lead, the tricuspid regurgitation was too strong and the lead kept dislodging. The lead was not used, removed and replaced with a stiffer lead. No patient complications have been reported as a result of this event.